Event description:
It was reported that during stenting treatment procedure removal difficulties occurred. The severely calcified target lesion was located in the mild tortuous left circumflex artery. A 2.25x16mm promus element plus stent was selected and advanced to treat the target lesion. After the deployment of the stent, the balloon was stuck to the stent. The balloon was removed by performing repeated inflation and deflation. The number of inflations, deflations and to what atmosphere pressure is unknown. No complications were reported and patient's status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: device analysis determined the stent was detached from the device and hypotube kinks were also noted. A visual and microscopic examination of the device found the device was returned with the stent detached from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon. The stent was not returned for analysis. Kinks were noted along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during stenting treatment procedure removal difficulties occurred. The severely calcified target lesion was located in the mild tortuous left circumflex artery. A 2.25x16mm promus element plus stent was selected and advanced to treat the target lesion. After the deployment of the stent, the balloon was stuck to the stent. The balloon was removed by performing repeated inflation and deflation. The number of inflations, deflations and to what atmosphere pressure is unknown. No complications were reported and patient's status is fine. Device analysis determined the stent was detached from the device and hypotube kinks were also noted.